Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with episodes of non-sustained rv oversensing via merlin.net transmission. Review of the episodes revealed high-amplitude noise. Noise could not be adjusted and lead replacement was suggested. No other anomalies were noted. Due to short period of noise, the physician decided to monitor the lead for now.